Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the upper display hinges were broken. Analysis also identified excessive corrosion /contamination throughout the main case. Device was scrapped due to extensive corrosion throughout the main case. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mechanism that holds the top screen of the programmer was broken. The status of the device is expected to be re turned. There was no patient involvement. It was further reported that the screen hangs down and is not adjustable. The programmer was returned for analysis.